Event description:
Nd from distributor (B)(4) reported on behalf of the customer that when the nurses pull off the top seal it regularly does not come off cleanly, but leave strips attached. They added that sometimes when they open the inner seal, the foam insert sticks to the seal.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.